Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46442 during the software update. There was no reported adverse event.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump was found to be displaying "46442" last error code message in the pump's event history log. Microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.